Event description:
It was reported that there was a malfunction on the pump. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and no further malfunctions were reported after the reset. The customer was advised to call back if any issues recurred.